Event description:
Livanova deutschland received a report that the heater cooler 3t system patient side shut off during procedure. There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in united states. Livanova field service engineer was dispatched to customer facility, the issue was confirmed and, to fix it, the stirrer motor and patient pump 1 were replaced. Functional verification tests were performed and the unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.